Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a blood glucose of 470 mg/dl. Customer reports that they experienced symptoms of not feeling well along with having the elevated blood glucose level. Customer reports that the elevated blood glucose occurred after replacing their infusion set. Customer reports that following the infusion set change, the customer received a no delivery alert. Customer was able to troubleshoot during the call. Customer reports that they performed three infusion set changes during the past 2 days. Customer reports that they treated the high blood glucose with a manual injection. Customer reports that they scheduled an appointment with their endocrinologist for the following week. The product is not expected to be returned.